Event description:
A cardiac perforation occurred while pacing a pt in the ICU 24 hours after surgery. The perforation was self-sealing, and no medical intervention was needed. The catheter hosp was using for pacing is intended for use in diagnostic electrophysiologic procedures. The catheter is intended for acute pacing e.g., hours verses chronic pacing e.g., days.